Event description:
It was reported that pump displayed repeated cartridge change errors and customer was unable to successfully load cartridge, with missing cartridge o-ring noted during troubleshooting. Customer experienced high blood glucose of 400 mg/dl due to issue and there was no reported assistance from a third party. Customer gave correction injection by pen or syringe, worked with support to try multiple new cartridges, cleaned and inspected pump, then was advised to contact healthcare provider for backup therapy, and tandem technical support arranged replacement pump, provided storage and return instructions for problematic pump, and informed customer to program settings and reconnect glucose sensor on replacement device.